Event description:
(B) (4)it was reported post a coronary artery drug eluting stenting treatment procedure, restenosis occurred. The target lesion was located in the distal circumflex artery (cx) with 90% stenosis. An unknown size taxus express2 stent was implanted. In stent restenosis (isr) of the implanted taxus stent occurred. Pre-dilatation was performed at 10atms, using an unknown balloon. Then a taxus express2 12mm x 3.0mm was implanted at 18atms. Post-dilatation was performed using a 15mm x 2.75mm balloon, with a residual stenosis of 25%.

Manufacturer narrative:
Implant date unknown.the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): device unavailable for analysis.